Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information from the patient that during a routine device check, the physician stated that one of the leads was disconnected. It was reported that the physician planned to perform a revision at a later date as one of the leads was still working and the physician felt that the patient didn't need the pacemaker. No adverse patient effects were reported. A boston scientific field representative has been contacted to try to clarify whether the patient meant lead dislodgement or a lead/device connection issue. At this time, no further information is available. Should additional information become available this report will be updated.